Manufacturer narrative:
Manufacturing evaluation: analysis and results: there are no previous complaints of the same code-batch. We have received two cases of the same code-batch regarding the same issue from two different end customers. There are 480 units blocked in stock in b. Braun surgical warehouse. We have received one open pouch that contains an unopened ampoule. The ampoule has been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl. Upon opening the packet, it was noted that the ampoule had leaked. The product was not used due to the malfunction.